Manufacturer narrative:
Concomitant medical products: product ID 309201 lot# unknown serial# implanted: (B)(6) 2021 explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency, urge incontinence. The trial began (B)(6) 2021. It was reported that the patient's skin was very thin and raw from being wet in their pads. They had blood on their underwear and on the back of the toilet, which they stated was from the nurse pulling the tape off their anal area which tore their skin. This was the most painful procedure they had had. Everything hurt and the person doing the procedure stated they were not near the sciatica nerve and were unable to get the other side in. The patient had pain when they were adjusting their stimulation. Their sciatic nerve area was a dull ache and hurt. They were doing more dribbling than voiding, and did not feel like they were emptying. They were also wondering about an antibiotic they did not get. While increasing the patient's stimulation today, they stated at 2.5 volts that it felt like a cramping sensation. They increased the stimulation from 0.4 volts to 3.5 volts and stated this was comfortable. They were advised to contact their clinician with health concerns and for advice. The following day they reported that trying to hold the phone and straighten the paper was a pain. They had to decrease their stimulation yesterday as it was uncomfortable. Their sciatic nerve was still bothering them. They were again advised to contact their clinician with health concerns and for advice. Three days later they called back. The help line was prompted to switch therapy to the opposite side, but the patient said the clinician did not get the other side connected. The patient was assisted with increasing stimulation to 3.5 volts which was comfortable. The patient stood when they made adjustments because that was when they could feel it the most. They mentioned it was more uncomfortable in their back, "I have back trouble. My lower back wasn't bothering me but now it is aching." The patient was advised they could reduce stimulation so that they were comfortable, but the patient wanted to keep stimulation at 3.5 volts.